Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer called stating that he changed the battery and got a failed battery test, tried 4 different batteries and the issue continued. The customer stated that now the display screen will not come up at all and is now completely blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and failed battery test noted. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, bleeding lcd glass and minor scratches on display window noted.